Manufacturer narrative:
H3, h6: it was reported in the literature article "conversion of hip resurfacing with retention of monoblock acetabular shell using dual-mobility components", that hip revision surgery was performed due to intra-prosthetic dislocation of the dual mobility component associated with extensive poly wear. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. As no device part and batch numbers were provided for investigation, a complaint history review, manufacturing record review and device labelling / instructions for use review could not be performed. All of the devices would have met manufacturing specifications. If more information is received, this investigation will be reopened. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. The data presented in the article does not provide insight or relevance to current clinical outcomes for the product/device. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation cannot be performed. The root cause and/or patient outcome beyond that which was documented in the article cannot be confirmed nor concluded. In addition, the physician referenced in the abstract provided an analysis of all the attached images. Therefore, no further interpretation of the attached images is required. No further medical assessment is warranted at this time. Without return of the actual devices or further information we cannot further investigate the details supplied in this complaint. The investigation remains inconclusive and a definitive root cause cannot be determined. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
On the literature article named "conversion of hip resurfacing with retention of monoblock acetabular shell using dual-mobility components", it was reported that, from the rac group, 4 years after the first revision was performed, one patient had an intra-prosthetic dislocation of the dual mobility component associated with extensive poly wear. The event resulted in extensive metal debris requiring revision of the acetabular component with bone grafting and conversion to a ceramic on polyethylene conventional articulation.